Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date.

Event description:
Attorney's report of alleged serious illness due to rupture of kugel patch.